Event description:
Reportedly, an alert about the atrial lead was received and the patient had an in-clinic fu on (B)(6) 2026. 3 inappropriate shocks were stored on (B)(6) 2026. Also, a modeswitch episodes from (B)(6) 2025 shows a loss of atrial capture. During the episode leading to the inappropriate shocks there was a borderline frequency of close to 170bpm which was programmed as vt zone. However, the ICD charges at 352ms which should be slightly above 170? Additional question: why are there no event logs for the shocks? The ICD was reprogrammed to 190 bpm as vt zone. Could you please check the episodes and give further recommendations?

Manufacturer narrative:
The review of the data provided confirmed the reported issue: inappropriate shocks were delivered on (B)(6) 2026 due to misclassification of sinus tachycardias. Data from in-clinic follow-ups on (B)(6) 2025, and (B)(6) 2026 were provided. The subject lead has been implanted on (B)(6) 2025 and connected to the ICD edis 2440 sn (B)(6). On (B)(6) 2025, the electrical measurements are good. On (B)(6) 2025, the electrical measurements are normal. The device paced 3% in the atrium since (B)(6) 2025. On (B)(6) 2025, the atrial signal is low. The device paced 4% in the atrium since (B)(6) 2025. No atrial oversensing has been recorded and the atrial sensing decreased on (B)(6) 2025 leading to the suspicion of atrial lead dislodgement. On (B)(6) 2026, the atrial signal is low. The device paced 7% in the atrium since (B)(6). 998 episodes were recorded and warnings and observations are displayed about shock delivery and low atrial sensing. The atrial impedance is stable. Loss of atrial pacing was recorded on (B)(6) 2025. Three shocks were delivered on (B)(6) 2026 at 9h56: the atrial sensing is poor, and the atrial events are not detected. Therefore, several sinus tachycardias have been classified slow vt by parad+ because of atrial undersensing. X-ray was provided and confirmed that the atrial lead is dislodged leading to inappropriate sensing and therefore to inappropriate classification of sinus tachycardia: the subject atrial lead most probably dislodged on (B)(6) 2025 (4 months post implantation). Since the atrial lead is dislodged, several recommendations for ICD reprogramming were provided on (B)(6) 2026 to set the device to avoid inappropriate shocks. Based on the data available, a re-intervention could be suggested; however, this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations since (B)(6) 2026.